Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. The suture was detached from the needle easily. It was a control release needle. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please provide the lot number: additional h6 component code: g07002 no device problem. Additional h6 component code: g07002 unable to investigate further. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One winding former with five used needles and three needle suture combinations for product code vcpb725d was returned for evaluation. The product code vcpb725d is multistrand and contains eight strands single armed per packet. Upon visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined with magnification, and no suture remnant was observed. The five sutures were not returned for evaluation to determine the assignable cause. In addition, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. As the product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown.